Event description:
As reported, two 6f .070 jr 4 guiding catheter handles were damaged and were not used. It was found during flushing that there was fluid leakage from a gap at the handle connection. The device could not be used normally. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.